Manufacturer narrative:
Sus voluntary event report was received. Medwatch: mw5154993.

Event description:
It was reported via voluntary medwatch that the right ventricular lead exhibited low out-of-range unspecified impedance. There were no patient consequences nor intervention provided.